Manufacturer narrative:
(B)(4). Batch #: u5d787. (B)(4). The product was returned to ethicon endo surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that one ec45a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use do contain the following caution: ensure that the tissue lies flat and is positioned properly between the jaws. Any ¿bunching¿ of tissue along the reload, particularly in the crotch of the jaws, may result in an incomplete staple line. The event described could not be confirmed as the device performed without any difficulties noted and no cartridge was returned for analysis. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional information was requested, and the following was obtained: could you please confirm per event description "device misfired" was referred to incomplete staple line? Were the staples formed properly? Did the device cut? If yes, was the cut line complete? If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc? Answer = I do not have any further information than what was provided.

Event description:
It was reported that during a robotic xi radical nephrectomy procedure that the staple line was not secure as the stapler misfired. Staples were missing along the staple line. Surgeon hand sewed the staple line to complete the procedure. There were no adverse consequences for the patient.